Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 122 mg/dl, and the bg meter was reading 500 mg/dl. The patient reported ¿feeling bad¿, but no specific physical symptoms were reported. The patient reported being hospitalized for three days. However, he declined to provide dexcom with any further event information. The patient was ¿feeling better¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.